Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log did not find evidence of an under infusion. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy (medication, dose, programmed amount and delivery rate unknown) using unspecified tubing, bag, and set. The problem was found in the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No other information is available.